Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the target lesion was located in the mid left anterior descending artery (lad) with moderate tortuosity and moderate calcification. The 2.5 x 38 mm xience prime stent encountered difficulty to progress to the lesion, due to the calcification, resulting in a kinked hypotube. The hypotube subsequently separated at the point of the kink. Resistance was encountered with the bmw guide wire during retraction, due to the separation of the hypotube. The xience prime stent delivery system (sds) was withdrawn as a unit with the guide wire. The procedure was completed with balloon angioplasty. No adverse patient effects were reported. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft bend/kink and separation were confirmed. Difficult to remove/guide wire resistance was not confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.